Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "camera does not give image" could be confirmed. The th120 was found with a defective cable. The cable showed a hole in the insulation that extends to the conductors and has damaged them. The cause is external influence (force) on the cable. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, after only 4 uses (after returned from service) the same problem occurred. The camera does not give image when connected. No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.